Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
Hospital placed order for direct purchase and when product was received, hospital noticed a hair inside the sterile package.

Manufacturer narrative:
The reported event that when the customer received an ¿endotrac epf/egr sterile hook blade¿, noticed a hair inside the sterile packaging, could be confirmed, since the device was returned for evaluation and it matches the reported failure mode. A visual inspection revealed that the device was received intact inside the closed sterile packaging, but a foreign material (piece of hair) was indeed identified inside the packaging. Due to this deviation, an nc was opened. Based on the investigation, the root cause was attributed to a supplier related issue. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling and the material were not considered necessary. No indications of manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Hospital placed order for direct purchase and when product was received, hospital noticed a hair inside the sterile package.